Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of event/therapy date was (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection point of the y-set to the solution bag. This was noted at the ¿nozzle¿ (connector) point of the y-set. There was no patient injury or medical intervention associated with this event. No additional information is available.